Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient had an initial distal extremity evans osteotomy surgery (B)(6) 2019 using an ar-8942-1809 (lot 4266), biosync evans wedge 18 x 18 x 6.5. The patient was complaining about new foot pain with no report of any traumatic event. Patient woke up one morning with a good deal of pain in their previously operated on foot. (B)(6) 2020 the patient underwent a second surgery. After dissection it was notice instantly that the biosync evan wedge was broken. It was fragmented into four separate pieces, only being held in place by it's screws. Surgeon relayed to the sales rep that he was shocked that this issue occurred, adding that he had never seen one break before. The device will not be returned as the facility kept it for pathology. Additional information obtained 11/17/20: to removed the biosync evans wedge the two original implanted screws also had to be explanted. The two screws were as follows: low profile screw, 2.4 x 20mm, cortex (ar-8724-20, lot # 193349), low profile screw, 2.4 x 24mm, cortex (ar-8724-24, lot #199124). The revision procedure was completed with a lifenet iliac crest wedge and the following arthrex products. Ar-8952xm, x-plate, medium 3.0mm, lot 5261727, ar-8933v-22, 3.0 x 22mm val screw, lot 4455693, ar-8933v-24, 3.0 x 24mm val screw, lot 031838, ar-8933v-26. 3.0 x 26mm val screw, lot 031834.